Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath was received for product evaluation. Visual inspection revealed that the locking pin was missing from the three-way stopcock and therefore could not be evaluated. The plug lock was also damaged; the gate was bent outward. The body of the three-way stopcock did not have any damage or gross anomalies. IFU states: "do not turn the three-way stopcock more than 180 degrees. The cock could misalign or come off and could cause blood leakage or it could shut down the path for the drug." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely the three-way stopcock was turned past 180 degrees causing the locking pin to dislodge, moving the plug lock, and stopping the flow of any fluid through the side tube. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted; PMA/510(k): not required for product code. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the ik sheath was placed, there was blood-flow back into the sidearm. Flushing via sidearm was not possible. Another sheath was placed and used without any issue. There was no harm to the patient. Additional information was received on 28oct2018. There was no blood loss during the diagnostic leg procedure.